Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg2643, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) and suture was used. During sewing skin in procedure, the needle pulled off. The needle was retrieved from patient. Another device was used to complete the procedure. There was no adverse patient consequence reported.